Event description:
It was reported that this device could not be interrogated with the latitude home monitoring system. At an office follow-up, the device could not be interrogated with a programmer. A magnet was applied to the device, but no tone response was heard. The doctor elected to give the patient a life-vest and is waiting for a replacement procedure. There were no adverse patient effects. The device remains implanted.